Event description:
It was reported that the physician observed pocket stimulation when closing the pacemaker implant site. This was determined to be due to unipolar backup pacing, a function of implant detect. Implant detect was disabled and bipolar pacing was confirmed. The physician still elected to reopen the pocket and reset the leads in the pacemaker header. The pocket was then closed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).